Event description:
It was reported that a patient was not ¿happy with the device or the procedure. Patient states ¿the first time they put it in, the left side didn¿t work at all so they had to go back in and cut some bone away and lay the wire in and then put titanium where the bone came from. This happened on (B)(6) 2013. The device was tested and worked then it was turned off and hasn¿t worked since. Patient had congestive heart failure on (B)(6) 2013 and was in the hospital until (B)(6) 2013. There was no indication the heart failure was related to the device. Patient had pain after the surgery ¿all night thursday and friday and I know that this could be because of the surgery pains but the stimulator is off and I don¿t know why they turned it off¿. It was reported that a patient confused coupling bars with implantable neurostimulator(ins) charge level. Patient stated that her experience with the ins was ¿very discouraging¿ and the ¿pain after it was put in was ridiculous¿. Patient said the device works referring to managing her pain but is unhappy with the maintenance of recharging the ins. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).